Manufacturer narrative:
The insulin pump had up and down arrow buttons due to corroded keypad traces. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he was trying to bolus and when he pressed the act button on the insulin pump it would not respond. Customer's blood glucose was unknown. Customer stated none of the buttons were responding. Customer stated he was outside in the cold and the device was in his pocket and does not recall any other significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.